Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, complications aprox 2 years post implant, 4th degree rectocele. Complications aprox 5 years post implant,left lower quadrant pain. Complications aprox 5 years 8 mos post implant, post-menopausal bleeding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was pelvic relaxation, fourth-degree cystocele, second-degree uterine prolapse and urinary stress incontinence.­­­­­­­­­ the procedure performed was cystoscopy placement of bilateral ureteral catheters, 5-french whistle tip, pubovaginal sling and anterior repair. On (B)(6) 2009 - the patient underwent a second surgery for cystocele repair and the pre-operative and post-operative diagnosis was fourth degree cystocele.